Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was had a bladder infection and was on antibiotics. There was uncomfortable stimulation in the patient¿s toes on all programs when previously it was felt in the vagina and the patient couldn¿t urinate since (B)(6) 2016. The infection was confirmed but it was unknown when this started. Therapy was no longer working for her. The change in therapy/symptoms was considered sudden. It was also noted that the incision site was very sore. A doctor¿s appointment was scheduled for (B)(6) 2016 to have the programming checked. A manufacturing representative (rep) later reported that per a doctor the patient did not have a urinary tract infection (uti); she had self-diagnosed. It was noted that the device was actually turned off so the uncomfortable sensation in the toes was not due to the device. The doctor turned the device on and changed her program. The cause of the retention and uncomfortable stimulation remains unknown. The patient did not have an infection and had comfortable stimulation when she left the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.